Manufacturer narrative:
The tech found the trend limit switch was not functioning. He replaced the broken trend limit switch to repair the bed.

Event description:
Info rec'd indicates the bed doesn't go into the trendelenburg position.